Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to pain. Intra-operatively, it was observed that the screw in the insert had backed out. Insert was revised. Rep confirmed that no further information will be released by the hospital or surgeon.